Event description:
A site reported that a pt received a laser hair removal treatment on their legs and responded with burns on the treated area.

Manufacturer narrative:
The product was installed at the user site on (B)(6) 2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed on (B)(4) 2013 with no issues found. The initial report of the event by the site was "the pt responded with an adverse reaction after the treatment". The site then sent pictures of the burns to candela, which were received on (B)(4) 2013. The site did not provide treatment parameters that were used on the pt. A candela field service engineer inspected the unit and reported that the unit was operating with in specification.